Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. Ruhoff endozime aw plus enzymatic detergent and rapicide pa (part a & part b) high level disinfectant were used on the scope. The minimum effective concentration was checked with each scope reprocessed and during every disinfection cycle. A medivators advantage plus automatic endoscope reprocessor (aer) was used to reprocess the scope. No issues with the aer were reported. The channel was brushed during manual cleaning using a single use brush manufactured by olympus (bw-412t) and boston scientific (hedgehog dual-end channel valve brush). Pre-cleaning was performed immediately after the procedure and involved the following steps: lamp off, wipe outer scope surface from control handle to distal tip with sponge saturated with enzymatic detergent (first step), suction air for 10 seconds, attach air/water channel cleaning adapter with air flow on high and co2 off, depress the button on the adapter to flush with water from water bottle for 10 seconds, release button on adapter to flush with air for 10 seconds, set auxiliary water flow speed to maximum, depress foot pedal to flush water for 10 seconds, turn off processor and light source, detach scope, and transport to reprocessing area. A leak test using the olympus mu-1 was done prior to manual cleaning. A medivator endodry horizontal drying and storage cabinet was used to store the scope. The last reprocessing in-service was completed within the last year and all personal were trained on how to properly reprocess the scope. The scope was not atp tested (test not used at the facility) and the scope was not eto sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope failed three consecutive culture tests. There were no patient infections and the scope was quarantined between tests. The scope was reprocessed on the same dates as the microbial testing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, a visual inspection of the biopsy and suction channel was done using a borescope. The borescope was inserted into the biopsy channel from the opening at the distal end. Upon entry, surface scratches and tear marks on the wall were found. The borescope was inserted further and scratches were found through the remainder of the biopsy channel. The borescope was then inserted into the suction channel and there were no irregularities found. The distal end was inspected under microscope. The distal end had multiple dents on the cover and there was deterioration of the glue around the lenses. The glue around the bending section cover was deteriorated and had pin holes, cracking and peeling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. However, the following factors likely contributed to the positive culture: the damages in the working channel may have resulted in finding the stenotrophomonas bacteria, which is a known biofilm that grows in small scratches. Olympus reviewed reprocessing steps provided by the user and confirmed they did not flush water through the biopsy channel at precleaning. After the procedure, the working channel was only flushed with air, instead of water. Cleaning brush bw-412t, non-olympus cleaning brush, and non-olympus aer were used with the subject device. The bacteria may remain in the channel to dry, adhere, and build its biofilm and protein matrix, further defending the biofilm structure. Based on this information, it is likely the positive culture occurred because reprocessing was conducted insufficiently due to deviation from the instructions for use. The instructions for use warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The endoscope was visually inspected prior to sample extraction. Visible debris and damage was not observed. The microbiological analysis report indicated the insertion, section and air/water, instrument/suction, and auxiliary water channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.